Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial:(B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger does not seem to be charging, so the power does not turn on. Even when the recharger is recharged, the green light only moves up and down at high speed when the battery light is on. The wireless recharger was reset, but there was no changes. Patient was asked to press and hold the power button down with the recharger. The patient was guided in resetting the recharger, the but the issue was not resolved. There are no known patient/external/environmental factors contributing to this event. No symptoms were reported.